Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the eri (elective replacement indicator) condition. Further testing revealed the eri condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.